Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided on 12apr2018: "the filter was placed on (B)(6) 2017 and its lot is e3587447. This is a femoral celect platinum."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect platinum filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "physician had loop snare secured around celect platinum filter hook and was attempting to pull filter into inner sheath why moving outer sheath over the filter. All but one filter foot came out of the vena cava wall. The one foot would not come loose so md slowly slid outer sheath over the filter in an attempt to dislodge the foot. While doing so the sheath suddenly crumpled (accordion-fashion) and filter was still stuck. Md decided to remove the entire retrieval set to start over with an entirely new retrieval set (which they opened) but could not loosen the snare from the hook. After somewhat aggressive pulling the filter finally came loose and was retrieved in the usual manner through the crumpled sheath. All pieces of the retrieval set were removed after the final run. Complaint device was not retained for return to cook". Patient outcome: no adverse effects reported on the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: initial image demonstrates a celect pt filter in an infrarenal location without evidence of significant tilt. There is extension of one of the primary filter legs greater than 3 mm outside of the column of contrast, meeting the definition for penetration. The dwell time is also not discussed. The cause of penetration, at this point, is indeterminate, but the penetration did contribute to difficulties in retrieving the ivc filter. Per the complaint report, but not confirmed on the images, the retrieving physician had difficulty disengaging the penetrated primary filter leg from the wall of the ivc. As described in the complaint report, the retrieving physician used the outer sheath of the gunther tulip retrieval set in an attempt to dislodge the foot from the wall of the ivc. While applying traction on the snared ivc filter and advancing the outer sheath, the outer sheath "crumpled" on itself,in an accordionlike fashion. The penetrating primary filter leg was still adherent to the wall of the ivc. Attempts at exchanging the filter retrieval set for a new filter retrieval set were unsuccessful as the hook of the ivc filter would not disengage from the loop snare. Eventually, "aggressive pulling" on the ivc filter facilitated the disengagement of the primary filter leg from the wall of the ivc and the entire retrieval sheath and filter were removed. On the image submitted, the ivc filter is contained entirely within the outer retrieval sheath. The inner thick black sheath that is included in the retrieval set is not apparent on the image submitted, nor is discussed in complaint report. In the IFU for the retrieval set, the description of the steps for capturing a filter specify advancing the coaxial retrieval system until the anchors disengage from the caval wall, and then advance the outer sheath to cover the collapsed filter feet. If the inner thick black sheath of the coaxial retrieval system was in place, the outer sheath could not have accordioned or buckled on itself, as described. The purpose of the thick black inner sheath is to add rigidity to the system and facilitate the collapse of the ivc filter. There is no comment in the complaint report whether the inner sheath was actually utilized. Fortunately, the entire system, including the filter, were removed without harm to the patient. If the retrieving physician had followed the directions specified in the IFU, the above described complication may have been avoided. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "physician had loop snare secured around celect platinum filter hook and was attempting to pull filter into inner sheath why moving outer sheath over the filter. All but one filter foot came out of the vena cava wall. The one foot would not come loose so md slowly slid outer sheath over the filter in an attempt to dislodge the foot. While doing so the sheath suddenly crumpled (accordion-fashion) and filter was still stuck. Md decided to remove the entire retrieval set to start over with an entirely new retrieval set (which they opened) but could not loosen the snare from the hook. After somewhat aggressive pulling the filter finally came loose and was retrieved in the usual manner through the crumpled sheath. All pieces of the retrieval set were removed after the final run. Complaint device was not retained for return to cook". Additional information received 12apr2018: "the filter was placed on (B)(6) 2017 and its lot is e3587447. This is a femoral celect platinum." Patient outcome: no adverse effects reported on the patient due to this occurrence.